Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic heart valve the patient exhibited aortic insufficiency due to a low implant position. The insufficiency was resolved by using a snare to reposition the valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this event, it appears that the regurgitation was due to implant positioning as it was stated that the valve was implanted too low; however, with the limited information provided, we are unable to conclusively confirm this cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.